Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room after having received a shock. A remote monitoring transmission was sent and reviewed. The reviewer indicated that the rhythm was detected as fast ventricular tachycardia; however, they thought that the rhythm was an atrial arrhythmia with rapid ventricular response. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.